Manufacturer narrative:
Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 17:41pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 17:41pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 8 prior to this action were: ethanol concentration=83.3%, cycles=41, cassettes=5616, days=42. A user affirmed in the instrument software that the default concentration of 100% was to be set at 17:41pm on (B)(6) 2017. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported by the complainant is derived from the "factory 8hr xylene standard" protocol started in retort a at 17:42 on (B)(6) 2017, which comprised 242 cassettes and completed at 02:55am on (B)(6) 2017; the "factory 12hr xylene standard" protocol started in retort b at 17:43 on (B)(6) 2017, which comprised 105 cassettes and completed successfully at 07:56am on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort a at 17:13 on (B)(6) 2017, which comprised 181 cassettes and completed successfully at 02:55am on (B)(6) 2017; and the "factory 8hr xylene standard" protocol started in retort b at 17:13 on (B)(6) 2017, which comprised 192 cassettes and completed successfully at 04:59am on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 8 (ethanol) was used in the final dehydration step of the "factory 8hr xylene standard" protocol started in retort a at 17:42 on (B)(6) 2017; the "factory 12hr xylene standard" protocol started in retort b at 17:43 on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort a at 17:13 on (B)(6) 2017; and the "factory 8hr xylene standard" protocol started in retort b at 17:13 on (B)(6) 2017. Although the user affirmed in the instrument software that the reagent concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 17:42pm on (B)(6) 2017, the actual concentration of the reagent in bottle 8 (ethanol) remained unchanged at 83.3%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 8hr xylene standard" protocol started in retort a at 17:42 on(B)(6) 2017; the "factory 12hr xylene standard" protocol started in retort b at 17:43 on (B)(6) 2017; the "factory 8hr xylene standard" protocol started in retort a at 17:13 on (B)(6)2017; and the "factory 8hr xylene standard" protocol started in retort b at 17:13 on (B)(6) 2017, from which sub-optimal tissue processing were reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:42pm on (B)(6) 2017.the facts suggest that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "underprocess tissue" from approximately 500 cassettes from both retorts a and b. The complainant advised that odourless condensate was noticed on the lids of both retorts a and b; protocols ran to completion with no error codes displayed; and formalin and xylene were replaced two (2) days ago. On (B)(4) 2017, leica biosystems melbourne received information that all the cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable. On (B)(4) 2017, the leica field support specialist (fss) attended the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that four (4) processing runs with a total of 720 cassettes were affected ; bottle 8 was removed from the instrument for 5021ms and the concentration was reset to the default value of 100%; and bottle 8 was used in the final dehydration step of the four (4) affected protocols. The fss advised the customer to replace all the reagents on the instrument at the time of the event, which was completed on (B)(4) 2017.